Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Reported problem was able to be duplicated during power-up test. Visually inspected the device and found that the main power wires loose at the fuse holder terminal connector. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: tighten the main power wires to fuse holder terminal connector, and powered as intended.

Event description:
It was reported that the device won't turn on. No patient injury was reported.